Event description:
It was reported that, "patient presented to surgeon with osteolysis. Implant was removed and another implant placed. Surgeon wants to see if this pt was part of the recall recently sent to him. X-rays will be sent when per received."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available then it will be submitted in a supplemental report.